Event description:
It was reported that the insulin pump alarmed with a button error, following exposure to moisture. Customer's blood glucose was 10.8 mmol/l. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. No button responded, due to corroded keypad traces. It was not possible to test for motor error alarm, due to no button response. The device was received with minor scratches on the display window, a cracked display window, cracked case at display window corner, cracked battery tube threads and a cracked reservoir tube lip. Unit had moisture damage on electronic assembly. No moisture damage noted on the motor. The motor was tested outside of the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.